Event description:
According to the reporter, per additional information received, during the left video-assisted thoracoscopic lower lobectomy, the entrach bay broke during specimen extraction.

Event description:
According to the reporter, the entrach bay broke during specimen extraction. The bay is not strong enough for this type of procedure. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The bag of the device was completely separated from the ring, uncinched. The pull ring was seated in the handle. The green ring was parked in the handle properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the plunger is retracted after bag deployment before the bag is completely cinched by pulling the green ring. This premature retraction causes undesirable bag detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.